Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Healthcare professional reported right side rupture, and "ipsilateral axillary lymph node increased in size and with signal behavior in likely relationship with siliconoma, which could signify associated extracapsular rupture". Device has been explanted.